Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not displayed on the drawer map, and the device was not detected on the bus. Attempted to recover the drawer, but it did not show on either the recover storage space screen or the drawer map. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not responding due to pyxis module controller (pmc) board failure. A field service engineer (fse) replaced the full height pmc board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.